Event description:
The customer reported being hospitalized with high blood glucose of 502mg/dl. The customer was very thirsty, and needed assistance getting it down. The caller stated that she discontinue using the insulin pump while staying in the hospital. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.